Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with right oophorectomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to bladder and intestines coming out of rectum. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopic sacrocolpopexy.